Event description:
Attorney reported: in 2004--the patient underwent an incisional hernia repair procedure with implant of a kugel mesh patch. In 2005--the patient reports abdonimal pain complications. On the same day--the patient underwent recurrent hernia repair surgery with explant of the mesh patch, lysis of adhesions, repair of torn mesh and placement with a composix mesh and seprafilm. Seven months later--the patient underwent surgery for repair of a recurrent hernia, lysis of adhesions, seroma and mesh that had torn loose and was sutured in place. Cultures taken were positive for mrsa. In early 2006--the patient underwent an explorative laparotomy with wound debridement, cultures of seroma, wound vac placement and adaptic coverage of exposed mesh. Approx eight months later--the patient underwent an exploratory laparotomy with reduction and repair of recurrent hernia, explant of mesh, lysis of adhesions, placement of pain catheters, placement of a collamend mesh patch and seprafilm. In 2008--the patient underwent surgery for repair of a recurrent hernia with explant of the mesh patch. On four months later--the patient underwent surgery for repair of a recurrent hernia with lysis of adhesions and placement of a paritex mesh. The patient underwent multiple antibiotic treatments due to a mrsa infection, physical disfigurement due to multiple surgeries and suffered depression and anxiety due to complications associated with the mesh patch.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available. See MDR 1213643-2008-00505 for information related to the kugel mesh implanted in 2004. See MDR 1213643-2008-00507 for information to the collamend mesh implanted in 2006.